Event description:
The pt lost therapy. It was discovered the tip of the catheter was at l1 when "it should have been much higher". The distal portion of the catheter was replaced. The remaining catheter is in the epidural space. A follow up report will be sent when additional info is received.